Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was recovering in the pacu when the patient noticed that blood was backing up in her IV. When she looked to see what was causing this, she noticed that her IV had disconnected and was leaking blood onto the floor. There was no report of patient harm.